Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed that the device illuminated all three icons and failed to power on. Physio determined the cause of the malfunction to be a shorted capacitor, designator c134, on the analog pcb assembly. A replacement device was provided to the customer.

Event description:
During a scheduled inspection, it was reported that the device had all three (charge-pak, attention and wrench) icons illuminated. The reported issue could be an indicative of the device failure to power on. There was no report of patient use associated with the event.